Event description:
Customer reportedly obtained a result of 544 mg/dl while the doctor's device read 92 mg/dl. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.